Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: b5, d8, d9, h3, h4, and h6. The device was returned to olympus for inspection, and the customer's complaint e216 (scope communication error message) was confirmed. E216 scope communication error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the error e216 was caused by damage to electrical parts such as the charge-coupled device unit. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the costumer. The event occurred during a procedure, the device didn't show image procedure was endoscopy with biopsy and bronchoscopy type of procedure was therapeutic. The device was inspected before usage. No other devices involved. No error messages. The procedure was at first delayed by the failure and it ended up being cancelled. Cancelled procedure. No affection to the patient. The endoscope was replaced, the costumer did not provide the device information. Medical intervention without impact to the patient. The procedure was cancelled because there was no alternative device to replace the affected device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope exhibited an e216 scope communication error. There were no reports of patient harm.